Event description:
It was reported that the device was explanted due to damage caused by a patient fall. Undefined atrial lead impedance, high capture thresholds, and loss of capture were all noted for the atrial channel. No patient complications were reported as a result of this event. A 3500a was received and reports that the patient reportedly fell at home and the atrial lead of the pacemaker was found to be fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed normal vvi bipolar pacing. Further testing revealed intermittent atrial unipolar and bipolar outputs when the connector block was stressed. The anomalous atrial output condition, confirmed at bench testing, was the result of a fracture of the atrial interconnect ribbon (icr) cable. Other : it was reported that the device was explanted due to damage caused by a patient fall. Undefined atrial lead impedance, high capture thresholds, and loss of capture were all noted for the atrial channel. No patient complications were reported as a result of this event. A 3500a was received and reports that the patient reportedly fell at home and the atrial lead of the pacemaker was found to be fractured. Electrical tests performed. Mechanical tests performed. Visual examination: actual device involved in incident was evaluated. Component/subassembly failure. Device was out of specification in a manner that relates to event. Capture, failure to, impedance, high, lead(s), fracture of, damage, internal/external, high threshold.

Event description:
It was reported that the device was explanted due to damage caused by a patient fall. Undefined atrial lead impedance, high capture thresholds, and loss of capture were all noted for the atrial channel. No patient complications were reported as a result of this event.